Event description:
During an upper thoracic case, the tip of the bone awl fractured and separated from the instrument. This occurred while the surgeon was maneuvering the handle of the awl inferior/superior to get his trajectory. The fractured tip was removed from the patient without issue by the surgeon using a drill. The patient did not retain a foreign body. Additionally, the report stated the surgeon mentioned that he most likely tilted the handle too forcefully and quickly while the tip was in the bone, thus causing it to snap.

Manufacturer narrative:
An evaluation of the returned bone awl revealed the instrument was properly manufactured to design specifications. Inspection of the fracture site indicated the tip sheared off in a direction that is not consistent with the intended use of the instrument. The bone awl is intended to penetrate cortical bone by rotating the instrument on its axis. The instrument is not intended to pry and/or motion forcefully inferior/superior as described by the user.